Event description:
Neurostimulator was explanted from patient. Further information was requested.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.